Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for a low hemoglobin and hematocrit (hemoglobin 5.8 g/dl and 20.6%) coumadin was placed on hold. It was reported that the patient receives monthly octreotide injections. The patient was started on intravenous protonix and was transfused 2 units of packed red blood cells which resulted in an improvement in hemoglobin and hematocrit. The gastrointestinal specialist was consulted and performed an egd on (B)(6) 2020. The egd showed a single small angioectasia with bleeding in the fourth portion of the duodenum. Argon plasma coagulation was used to treat the lesion. The patient was discharged home on (B)(6) 2020 in stable condition.